Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported on (B)(6) 2024, the PICC tubing was inserted into the patient, and the blood return was normal, and the patient was difficult to insert the metal guidewire, and 6 or 7 puncture points were replaced, and the normal blood return of the guidewire was bent and could not enter the patient's body. This event has caused serious adverse effects on the patient, and the PICC catheter cannot be further inserted due to the bending during the placement, which seriously affects the treatment of the critically ill patient. The nursing staff reported to the static therapy specialist group for consultation, and the central venous catheter was directly inserted through the peripheral cannula, and the PICC catheter was successfully placed without a guidewire. No other information was provided.